Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a suspected dislodgement was observed on the pacing lead. The pacing lead was explanted and the implantable pulse generator (ipg) port was plugged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.